Event description:
I am a perioperative tech. My co-worker and I were getting an or room ready to clean and my co-worker was taking out the filled suction canisters. One was so full that after the suction was turned off, my co-worker pulled the suction tubing off the top and it erupted all over. These suction machines don't shut off automatically when they are full, they just keep on sucking. The machines need to be watched for just this reason so they don't become overfull.